Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the tip cover accessory had fallen into the patient¿s abdomen and was retrieved during the same procedure. The surgeon could not recall the specific date. It was noted the issue occurred when the monopolar curved scissor (mcs) instrument was removed and reinstalled. The scrub technician did not notice that the tip cover accessory was no longer on the mcs instrument. Upon reinstallation of the instrument, the resident observed that the tip cover accessory was missing. The accessory was subsequently retrieved from the patient¿s abdomen, and there were no further complications. The procedure was completed robotically.